Manufacturer narrative:
Date of event: unk. Product code: unk; esubmitter software does not allow for a blank or unk entry, implant date: unk. PMA/510(k): this product is manufactured in the u.s. But not marketed in the u.s. Device manufacture date: unk. (B)(4).

Event description:
The reporter indicated that an implantable collamer lens was implanted into the patient's eye. The surgeon reports malignant glaucoma. Attempts to obtain additional information have not been successful.